Event description:
It was reported to covidien on (B)(6) 2012, that customer had an issue with trellis 6 120x10. The customer reports that the pt is a (B)(6) male with external bilateral iliac thrombosis first re-opened by plastic surgery and bilateral stent. Access to the vessel was backwards from the pt's right side, then from his left side by a crossover technique, up and over: over the aortic bifurcation. A guiding sheath model terumo pinnacle destination 6f was used. The stent used was model ev3 everflex 8 mm x 120 mm. First dilated at 6 mm. The trellis procedure started about 1 hour after the left side stent was performed. At the end of the infusion protocol, towards the ninth minute of the lytic infusion, dr (B)(6) noted that the trellis catheter was making an unusual noise, and that the dispersion guide was not vibrating at all. The usual noise then reappeared. Dr (B)(6) wondered afterwards if at that time, the vibrating distal piece of the dispersion guide was already detached from the guide, which would explain the noise difference; it was not visible under fluoroscopy. Once the infusion protocol completed, dr (B)(6) removed the trellis catheter and immediately put a 0.35 guide wire back in place to preserve access, without noticing that the distal piece of the dispersion guide was missing. By pushing the guide wire further in the pt vasculature, the guide wire pushed the vibrating portion of the dispersion guide further towards the pt femoral vein. It was only at that moment under fluoroscopy that dr (B)(6) saw that the dispersion guide piece stayed in the pt superficial femoral vein. Dr (B)(6) had to perform a maneuver to recover the dispersion guide piece using a snare. The 90o bend (kink) that can be observed on the distal portion of the piece was caused by the strength required to insert the recovered piece into the snare. Notwithstanding this incident, dr (B)(6) believes that the thrombolysis performed with trellis was a success, with visible outcomes he qualified as excellent. No pt injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Pt current status reported as recovered.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.